Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cause for this error is a defective foot switch or a user error. In general, the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes for a temporary error message are: 1 - interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "gassing with hydrogen peroxide or similar active substances is not planned. These substances attack the surfaces of the devices as well as circuit boards, electronic components and insulation materials in the interior. Damage is then a direct consequence after a short time. Damage to the electronic assemblies poses the risk that the electrical functions of the device in question can be permanently disrupted." "Cleaning effectiveness has been validated using an alkaline disinfectant based on low alcohol content (<20%) and quaternary ammonium compounds (sani-cloth plus, manufactured by pdi professional). The effectiveness of low-level disinfection was validated using an alkaline disinfectant based on low alcohol content (<20%) and quaternary ammonium compounds (at a contact time of 3 minutes with sani-cloth plus, manufactured by pdi professional)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported to olympus that during preparation for use, when turning off the generator, error 433 was observed. The patient was anesthetized (intradural anesthesia), just before the problem with the console was verified and the operation was suspended. Attempts to obtain additional information was made, however, unsuccessful. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
The device was returned and inspected. Error 433 was detected in the error log. Other findings were front panel with wear on the connections and cracks, relay board contacts are worn, and damaged motherboard transformer. Inspection was not able to reproduce the error. However, error e433 was considered to be caused by the damaged generator board, relay board and the mother board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.